Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/23/2016 with the following findings: investigation, revealed a crack in the battery compartment. Unrelated to this issue, investigation revealed that the keypad was peeling off the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/23/2016.